Manufacturer narrative:
Title: comparison between caïman® and ligasure® in laparoscopic sleeve gastrectomy: a retrospective study of 200 patients source obes surg, date of publication: 16 april 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between january 2019 and december 2019 about the comparison of intraoperative performance, post-operative results, and clinical outcomes of a medtronic electrothermal bipolar-activated vessel sealant and another from a competing manufacturer in a laparoscopic sleeve gastrectomy, 5 out of 100 patients where a medtronic linear stapling device was used, experienced complications. 3 had hemorrhage, 1 had fistula/abscess, 1 had a small bowel injury, and 1 had a reoperation.